Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated, but software upgrade resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Medtronic representative went to the site to test the equipment. Testing revealed that the software was uninstalled and reinstalled, and the issue resolved. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a problem during 3d model creation (threshold method) during cranial procedure. There was no patient present when this issue was identified. Medtronic received clarification that this issue occurred outside of a procedure and there was no patient involved. The issue was resolved by uninstalling and reinstalling the cranial software. Medtronic received additional clarification that the issue was when trying to create a 3d model, such as a tumor, with the threshold method, sometimes the system would seem to freeze and it was no longer possible to select the yellow window to delimit the tumor.